Event description:
The customer reported that they had a failure to alarm for several arrhythmias, including vrun, psvt, and high heart rate. A review of retrospective data in clinical access and xhibit central station logs confirmed the presence of several psvt alarms and a high heart rate alarm. Additional review of the data showed that the device correctly alarmed for psvt instead of vrun as the requirements for vrun were not met. A spacelabs healthcare field service engineer (fse) went on site and confirmed device functionality and confirmed that all alarms triggered as expected. No issues were identified. When the customer was presented with the findings confirming the device operated as expected, they were insistent that the device did not alarm. The cause of the alleged failure to alarm could not be determined as the device logs prove the device alarmed appropriately and device evaluation confirmed the audible and visual alarms operated appropriately.